Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device manufacture date is unknown; therefore, the device history record cannot be reviewed. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was found that the image was not displayed due to a faulty cable. The cause of the cable failure could not be estimated. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned by the customer for an unspecified function issue observed during set up. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, the device image was found to be intermittent. The visual field was suddenly lost and failed to reappear. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Event date is (B)(6) 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, the device image was found to be intermittent. The visual field was suddenly lost and failed to reappear. This is attributed to the cable break noted. The cable needs replacing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.